Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and revealed a leak close to the port of the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp fluid path intravia container leaked about 50 ml into the overpouch before use. There was no patient involvement. No additional information is available.